Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during a case, the system prompted for motion calibration, and the gantry was stuck in the open position. It occurred intra operatively and patient was present at time of event. No further information available. Troubleshooting performed that technical service instructed the site to hold the m and open door buttons on the pendant; the gantry opened slightly, but no further motion occurred. The technical service then instructed the site to perform a hard reboot of the system for several minutes. Upon boot-up, the representative noted that the radiation gain calibrations were 47 days overdue, despite the site stating that the calibrations had been completed the previous day. After the reboot, the system again prompted for motion calibration. The system was in the docked position; when motion was initiated, the system moved, but the error message did not clear after the gantry opened. No further movement occurred once the gantry was fully open.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.